Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had air in the patient line during the peritoneal dialysis (pd) therapy on the homechoice (hc) device. The caregiver (cg) stated that there was air during the initial drain, while the patient was connected. The technical service representative (tsr) discussed continuous ambulatory peritoneal dialysis (capd) option with the cg. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.